Event description:
It was reported the needle cnv 20x1.5 mltsmp ce experienced tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated "when we push the tube into the holder and it is pierced by the needle (blood flows into the tube), we must absolutely keep the tube pressed with your thumb. If we don't, the tube pops out of the needle and holder in a totally random fashion.".

Manufacturer narrative:
Investigation summary: 10 retention samples from bd inventory were evaluated by functional testing and the issue of tube push off was not observed. This type of defect may occur due to the resilience of the sleeve and / or the level of lubrication of the np needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the needle cnv 20x1.5 mltsmp ce experienced tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated "when we push the tube into the holder and it is pierced by the needle (blood flows into the tube), we must absolutely keep the tube pressed with your thumb. If we don't, the tube pops out of the needle and holder in a totally random fashion."